Manufacturer narrative:
Date sent to FDA: 05/18/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2010.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015. It was reported the patient experienced severe pain and chronic pain, adhesions, mesh contraction, fluid collection, mesh migration/detachment, fractures xiphoid process, bowel resection, infection and abdominal wall reconstruction. Other procedure is captured in a separate file. No additional information is provided.